Event description:
It was reported that prior to an unknown procedure ¿for inserting cartridge, but the tl90 could not open jaw¿.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tl90 device arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: just for clarification, was the device locked on tissue? If yes, how was it removed? Not on tissue, the jaw of tl90 locked out.